Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was determined that the device displayed an e6 (overheat warning) error code. The assignable root cause resulting from failures identified during evaluation was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device could not control/change speed, produced an e6 (overheat warning) error code, had cord damage and component damage. It was further determined that the device failed pretest for cable assessment, motor thermistor assessment, air pump assessment and hand control assessment. It was noted in the service order that during pre-surgery, it was discovered that the motor device did not work. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.